Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included flow accuracy testing. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into more nominal of a range. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: patient identifier, date of event, event problem and evaluation codes.